Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for investigation, because the doctor discarded the subject device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation, the cause of this event couldn't be determined conclusively. From the above, the doctor's mishandling of the esd couldn't be ruled out as a contributory factor to the reported event. The instruction manual of the subject device warns; do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient's condition all the time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the stomach was perforated by the doctor during an endoscopic submucosal dissection (esd). The perforation was sutured with a clip. The doctor completed the procedure with the device. After the procedure, the doctor made sure of no air leak, and judged that it was not necessary for the patient to follow up. Further, the doctor commented that the stomach was perforated, because it was difficult for the doctor to treat the target area with an endoscope.